Event description:
It was reported that a malfunction code was displayed on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues reappeared.